Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was to report the positioner broke while using in surgery during impaction. The positioner was possible in service for 7.6 months. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to use and was acceptable. Instruments are subjected to heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to the instrument IFU. A review of the device history record (DHR) revealed, when released for use, met design and manufacturing requirements. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Summary of complaints: 100 - functional 8, 102 - dull/worn 8, 110 - threads damaged/galled 39, 111 - weld 1, 114 - instrument damaged the implant 3, 302 - bent 3, 303 - broke/cracked/damaged 125, 403 - hardware missing/lost 1, 801 - device cracked/broke 1, 901 - other 1, 904 - end of life 3, (blank) 88. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.

Event description:
Intrument failure - item broke while using in surgery during impaction.